Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia. Customer's blood glucose level was 36 mg/dl at the time of incident. Customer was treated with glucagon. It was unknown whether the auto mode was active or not. The customer used to get sensor updating and change sensor. The insulin pump will not be returned for analysis.